Manufacturer narrative:
Iliac and femoro-popliteal arteries morphological cta features as determinants of outcome after standard evar procedures pasqualino sirignano doi: 10.23736/s0021-9509.16.09509-4 deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. This is the case for the deaths noted in this journal article with no medtronic devices noted as a contributory cause in the deaths of the patients. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in 97 patients, out of a patient group of 289, for endovascular abdominal aortic aneurysm repair. The following adverse events were observed in the patient group: adverse events: reintervention limb thrombosis femoral thrombosis iliac vessel dissection death (not aaa-related, >30 day).